Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# :(B)(4), product type: programmer. Patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states when she goes to charge, and it will only say cannot find device. Pt states it is taking a long time to charge and has been charging for two hours and only at 70%. Pt states she's previously had the paddle and remotes replaced dates unknown. Pt states for 6 months its been taking longer to charge, and since saturday has been seeing no device found. Pss reviewed doing 3 prms and to check connections. The troubleshooting steps that were taken on the call resolved the issue. Pt was able to still charge however complaint is taking longer. Pss reviewed to monitor and to call back if problem continues to get worse.

Event description:
The patient (pt) stated that they did a series of testing, however still the equipment wouldn't find the device (controller would display no device found), so they would have to go through passive recharge mode which took forever. Pt stated that even if the ins was found it would take so long. Pt stated that they would have to get up two hours earlier just to recharge the ins. Pt stated that they tried passive recharge mode three times and that it worked, however they needed the equipment to be able to find the device and recharge the ins normally. Patient services specialist (pss) asked the pt if the controller went to the normal recharging screen after going through passive recharge mode; pt stated that it did, however they woke up an hour later and the device (controller) had shut off while in passive recharge mode so the ins didn't charge at all. Pt stated that they could only get the ins charged to 90% before the controller went dead; pt stated that they were running the controller battery down like crazy trying to recharge the ins. Pt confirmed that there was no apparent damage to the equipment and that no error messages displayed when trying to recharge the ins besides no device found. Pt confirmed the rtm serial number as documented in this case.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.